Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for greater than 115 colony forming units (cfus)/100 ml of bacillus sp. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending and follow up with the customer is currently being performed. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the legal manufacture¿s final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. The device was evaluated where a residue after reprocessing was found was confirmed, which it is most likely that reprocessing may have been insufficiently conducted on the device and the liquid silicone had remained in all channels of the device in the past and that some of the deposits from that time remained. Olympus provided the following result of the culture test, performed at the third-party labs: first time: sampling date: (B)(6) 2024 sampling from: all channels cfu: 2cfu/endoscope bacterial identification: stenotrophomonas maltophilia second time: sampling date: (B)(6) 2024 sampling from: biopsy channel cfu: <1cfu/endoscope bacterial identification: no detection sampling from: a/w channel cfu: <1cfu/endoscope bacterial identification: no detection sampling from: suction channel cfu: 3cfu/endoscope bacterial identification: bacillaceae, acinetobacter lwoffii, micrococcaceae sampling from: auxiliary channel cfu: 2cfu/endoscope bacterial identification: moraxella osloensis culture test result after repair sampling date: (B)(6) 2024 sampling from: biopsy channel cfu: <1cfu/endoscope bacterial identification: no detection sampling from: suction channel cfu: <1cfu/endoscope bacterial identification: no detection sampling from: a/w channel cfu: 2cfu/endoscope bacterial identification: micrococcaceae sampling from: auxiliary channel cfu: <1cfu/endoscope bacterial identification: no detection a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instruction for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.